Event description:
It was reported that a large volume infusor overinfused during infusion. The issue was further described as, the pump was completed at least 12 hrs early. This occurred during patient infusion with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10 (add entry), h11. Correction to b3/d10 date. B5: the infusion was delivered via a peripherally inserted central catheter (PICC) line. The device was expected to be infused over 48 hours and the total volume was 240ml. H11: should additional relevant information become available, a supplemental report will be submitted.